Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist noticed that the reading from temperature probe was inaccurate. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility perfusionist swapped the temperature probe with the other channel and the problem remained with the original channel on the temperature module. Replacement module will be sent to user facility and suspect module will be returned to manufacturer for further evaluation. Investigation is in process, but not yet completed.